Manufacturer narrative:
The event didn't occurred in territory of USA. In the complaint notification there is information about needle bending, breaking during injections and episode of hypoglycaemia at night. Two needle stayed in the patient abdomen. Patient was able to remove the needle and as per additional information patient is in good health and not suffer any issues. We did not receive detailed information about patient injection technique. Complained problem could be connected also with unappropriated technique of insulin delivery including not proper attachments pen needles on the pen injector, not proper insulin storage, reuse of the needles. In the instruction of use added to every product box is helpful information how to make injection in proper way : make the injection as directed by your healthcare professional, do not bend the needle. Inject slowly (approximately 10 seconds). Do not withdraw the needle immediately after injection. Do not change the direction of the pen needle while it remains in the body as this can result in bending or breaking of the needle. The complained defects were not confirmed in the internal evaluation of archival and returned sample and device history records (DHR) review. Additionally reported lot has been complained for the first time. During evaluation of archival and returned sample observed slight exceedance on the parameter - penetration force. Such defect may be the reason on increasing pain feeling during injection. However the patient does not report increased pain sensations. Htl-strefa s.a. Recommended to consult healthcare professional for assistance in choosing the appropriate injection technique. The complained product was not distributed to USA. However, per guidance for industry and food and drug administration staff, FDA considers an event that occurs in a foreign country reportable under the MDR regulation if it involves a device that has been cleared or approved in the us - or a device similar to a device marketed by the manufacturer that has been cleared or approved in the us - and is also lawfully marketed in a foreign country. Devices may be manufactured to slightly modified specifications to meet standards in different countries. If these changes do not substantially alter the performance of the device, then any device events that are MDR reportable events relating to such modified devices should be reported under the MDR regulation. Htl-strefa manufactured and distributed in us similar product to the complained one - droplet pen needles (k171982). Based on reporting criteria, the final recommendation of hhe team is: to report the event in USA. MDR 9613304-2025-00008 was submitted to FDA. MDR follow up will be sent.

Event description:
On 2025-05-13 htl-strefa s.a. Received below complaint notification: "complaint description: reported by amd UK customer support: a patient called to report that the pen needles they are currently using keep bending and breaking during insulin injections. They mentioned that several needles have snapped while in use. The patient also observed that upon inspecting the needle caps, some of the needles appear to be off-center, and they believe this misalignment may be contributing to the bending and breakage issues.." On 2025-05-14 additional information has been provided to the complaint notification. Incident description: reported by amd UK customer support: a patient called the support line to report that the glucoject pen needles they are currently using keep bending and breaking during insulin injections. They reported that several needles had snapped while in use. Two of the needles became stuck in the patient's abdomen. Her husband was able to pull the needles out using tweezers as a small part of the needle was protruding from the injection site in each case. Consequences reported by the patient. ·the diabetes control was difficult to monitor if the needle broke whilst doing an injection. ·the patient couldn't judge how much insulin she had taken when the needle broke. ·subsequently the patient suffered a diabetic hypoglycaemia at night ·the patient was injecting slow acting insulin, therefore she couldn't correct the dose. The patient also observed that upon inspecting the needle caps, some of the needles appear to be off-center, and they believe this misalignment may be contributing to the bending and breakage issues. As per additional information provided by the customer on 2025-05-29 "the patient is reported to be fine and has not suffered any further issues. The material is coming to italy then I'll send to you." On 2025-06-11 product involved in incident was returned to htl-strefa s.a.

Manufacturer narrative:
The event didn't occurred in territory of USA. In the complaint notification there is information about needle bending, breaking during injections and episode of hypoglycaemia at night. Two needle stayed in the patient abdomen. Patient was able to remove the needle and as per additional information patient is in good health and not suffer any issues. We did not receive detailed information about patient injection technique. Complained problem could be connected also with unappropriated technique of insulin delivery including not proper attachments pen needles on the pen injector, not proper insulin storage, reuse of the needles. In the instruction of use added to every product box is helpful information how to make injection in proper way : make the injection as directed by your healthcare professional, do not bend the needle. Inject slowly (approximately 10 seconds). Do not withdraw the needle immediately after injection. Do not change the direction of the pen needle while it remains in the body as this can result in bending or breaking of the needle. The complained defects were not confirmed in the internal evaluation of archival sample and device history records (DHR) review. Additionally reported lot has been complained for the first time. During evaluation of archival sample observed slight exceedance on the parameter - penetration force. Such defect may be the reason on increasing pain feeling during injection. However the patient does not report increased pain sensations. Htl-strefa s.a. Recommended to consult healthcare professional for assistance in choosing the appropriate injection technique. The complained product was not distributed to USA. However, per guidance for industry and food and drug administration staff, FDA considers an event that occurs in a foreign country reportable under the MDR regulation if it involves a device that has been cleared or approved in the us - or a device similar to a device marketed by the manufacturer that has been cleared or approved in the us - and is also lawfully marketed in a foreign country. Devices may be manufactured to slightly modified specifications to meet standards in different countries. If these changes do not substantially alter the performance of the device, then any device events that are MDR reportable events relating to such modified devices should be reported under the MDR regulation. Htl-strefa manufactured and distributed in us similar product to the complained one - droplet pen needles (k171982). Based on reporting criteria, the final recommendation of health hazard evaluation team is: to report the event in USA.

Event description:
The event didn't occurred in territory of USA. On 2025-05-13 htl-strefa s.a. Received below complaint notification: "complaint description: a patient called to report that the pen needles they are currently using keep bending and breaking during insulin injections. They mentioned that several needles have snapped while in use. The patient also observed that upon inspecting the needle caps, some of the needles appear to be off-center, and they believe this misalignment may be contributing to the bending and breakage issues." On 2025-05-14 additional information has been provided to the complaint notification. Incident description: a patient called the support line to report that the glucoject pen needles they are currently using keep bending and breaking during insulin injections. They reported that several needles had snapped while in use. Two of the needles became stuck in the patient's abdomen. Her husband was able to pull the needles out using tweezers as a small part of the needle was protruding from the injection site in each case. Consequences reported by the patient. The diabetes control was difficult to monitor if the needle broke whilst doing an injection. The patient couldn't judge how much insulin she had taken when the needle broke. Subsequently the patient suffered a diabetic hypoglycaemia at night. The patient was injecting slow acting insulin; therefore, she couldn't correct the dose. The patient also observed that upon inspecting the needle caps, some of the needles appear to be off-center, and they believe this misalignment may be contributing to the bending and breakage issues. As per additional information provided by the customer on 2025-05-29 "the patient is reported to be fine and has not suffered any further issues. The material is coming to italy then I'll send to you." Product involved in incident was not returned to htl-strefa s.a. Yet. We are awaiting for the shipment.